Manufacturer narrative:
Product analysis result: visual microscopic the cage was returned cracked into multiple pieces. A microscopic review of the fracture face is consistent with material overload during impaction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent oblique lumbar interbody fusion (olif) procedure due to lumbar degeneration. Intra-op, the doctor found that the implanted cage was fractured. The cage was replaced with a new one. No patient complications were reported as a result of this event. No fragments of the broken product remained inside the patient.